Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The issue was most likely caused by having too many patient exams and the scans having no where to be transferred too. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that 2d images were being taken but suddenly no more x-rays were delivered by the system. The issue was noted to most likely caused by having too many patient logs on the mobile view station (mvs). There was no reported impact to patient outcome and a reported delay of less than 1 hour. The biomed deleted 200 patient exams and the issue was resolved.